Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that a patient was on cardiohelp-I and hls set. The venous pressure (pven) value to 400 mmhg. There was no change to other parameters and the pump was able to maintain adequate flow at relatively low rpms (revolutions per minute). The customer attempted to readjust the internal sensor cable with no change to pven. The customer then tried another internal sensor cable from another cardiohelp-I with no change in the pven reading in the 400 mmhg with all other parameters unchanged. The hls set was not exchanged and the patient remained on the circuit. Only the pven parameter was affected, there was no issue with the other pressure parameters or the arterial temperature parameter. The affected product was investigated in the getinge laboratory on 2024-01-08 with following conclusion: the failure "venous pressure (pven) false reading" could not be confirmed. The pressure reading of pven functioned as expected. Corrosion was identified in the sensor housing, which was favored by the cleaning of the product. In the course of the function check no arterial pressure values were displayed and there was a discrepancy in the arterial temperature reading. The most probable root cause for this failure is the corrosion in the sensor housing due to electro chemical reaction. As this two failures were not reported by the customer and there is no connection to the actual reported failure by the customer, this observation will not be investigated more detailed. Referring to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use of the hls set in chapter ¿safety instructions for the oxygenator¿ it is stated that the temperature sensors have to be checked before each use. Further in case of a failing arterial temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter 5.3.3 "connecting external temperature sensors"). The production records of the affected product were reviewed on 2023-12-05. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "pven false reading" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
This follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00492).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a patient was on cardiohelp-I and hls. The pven parameter all of a sudden went to 400 mmhg. There was no change to other parameters and the pump was able to maintain adequate flow at relatively low rpms (revolutions per minute). The customer attempted to readjust the internal sensor cable with no change to pven. The customer then tried another internal sensor cable from another cardiohelp-I with no change in the pven reading in the 400 mmhg with all other parameters unchanged. The hls set was not exchanged and the patient remained on the circuit. Only the pven parameter was affected. All others were working normally. No harm to the patient reported at this time. Complaint ID: (B)(4).